Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient experienced a massive a whole-body exanthema after the implantation of the lcp post.med.prox tibpl3.5 1ho and calcaneal lock pl3.5 left l. There is no medication involved and no external allergy detected. This report involves one (1) 3.5mm ti lcp posteromedial prox tibia pl 10h/183 mm -ster. This is report 1 of 2 for (B)(4).